Event description:
In 2008, the pt reported that he may have "knocked his infusion set out" during the day while performing physical labor. Later that night, he experienced elevated blood glucose and received an e4 (occlusion error) while attempting to bolus. He stated that his blood glucose measured "hi" on his blood glucose monitor. He changed his accessories and bolused, and 1 hour later, his blood glucose still measured "hi". He went to the emergency room and was treated with an insulin IV. His blood glucose decreased to 292 mg/dl and he was released from the hosp. On the following day, his blood glucose was within his normal range, and on the next day, he experienced low blood glucose in the morning. He continues to experience air bubbles in his insulin cartridge. On one day later, the pt reported that the piston rod of the infusion device may be misaligned causing air bubbles to form in the insulin cartridge. The pt has a meeting with a co rep on the next day, to review filling insulin cartridges and use of the infusion device. Product was replaced and requested to be returned for eval.